Event description:
During preventive maintenance of the device, diagnostic messages indicated the failure of one of the two power supplies. The pump system remained fully functional with the remaining power supply, however, capability to recharge the back up batteries was not available. There were no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
The power supply in question was replaced and returned to the manufacturer for evaluation, which is still in progress.